Event description:
Uncontrolled blood sugar levels [diabetes mellitus inadequate control]. Case description: medical device info: class iib. This spontaneous case from (B)(6) was reported by a consumer, as "uncontrolled blood sugar levels" and concerns a pt treated with novopen 3 (insulin delivering device), due to device therapy and novomix 30 penfill (dual-acting insulin aspart) for unknown indication (start and stop dates unk). Pt's height: unk. Medical history: not reported. On an unk date, the pt experienced uncontrolled blood sugar levels, due to which the consumer was hospitalized. The overall outcome was reported as "not yet recovered".